Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system was attempted to be turned on, it booted up to 'no signal'. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735672, serial/lot: unknown. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the product ID: 9735672, serial/lot: unknown, was returned to the manufacturer for analysis. The returned 3 volt (v) battery measured at 0.522 v. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.